Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿migration of the charnley stem in rheumatoid arthritis and osteoarthritis¿ by ingemar onsten, et al, published by british editorial society of bone and joint surgery (1995), vol. 77-b, pp. 18-22, was reviewed. The purpose of this study was to measure the migration of charnley stems inserted with modern cementing techniques, to compare the migrations in rheumatoid arthritis and osteoarthritis and to assess the influence of the local hone quality in the proximal femur on the rate of migration. The authors studied 65 patients (65 hips) who had undergone primary total hip replacement in the period 1989 to 1991. All had a charnley femoral component with a fixed 22 mm head. The acetabular components were unknown. The cement used in this study was a competitor product. All patient had either osteoarthritis or rheumatoid arthritis as a pre-existing condition. Results: there were 20 radiographically confirmed stem migrations into varus that required no surgical or medical intervention. There were no revisions or patient consequences noted in the study. Captured in this complaint: 20 charnley femoral stems. Noted: the charnley prosthesis became a depuy product in 1990. This study is of charnley stems from 1989-1991. There is insufficient information to determine when the stem migrations occurred or determine the number of depuy charnley stems that migrated.